Event description:
On april 8, 2008, a complaint was received from the foreign distributor regarding the perfusion cannula, catalog number 103-100. The catheter was introduced into the pt's femoral artery. The doctor attempted to inflate the balloon, a leak was observed near the proximal end of the catheter. The catheter was removed over a wire as per manufacturer's instructions, and a second catheter was attempted to be introduced into the pt's femoral artery, however, it was not successful. The femoral artery was destroyed and the case had to be converted to an open procedure, and the pt almost lost all flow to their leg. Pt outcome is ok, no adverse complications following surgery.

Manufacturer narrative:
Each rap cannula remaining in inventory was visually inspected for damage and one cannula found to be imperfect on the distal of clear tubing near manifold. The cannula returned was leak tested and a leak was confirmed. An estech assigned CAPA is actively being worked on to address the issue.